Event description:
The doctor cultured the area around the catheter site and found it positive for a mrsa infection. He believes it came from the catheter and also stated the catheter may have been agitated moving in and out of tissue.

Manufacturer narrative:
Eval summary: the info contained herein is based on the info provided by the initial rptr. The device involved in this complaint was not available for eval. Without the actual product or lot number, a complete analysis cannot be conducted. The info provided indicated that the pt was diagnosed with a mrsa infection following the use of the on-q pump. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.